Manufacturer narrative:
(B)(4). Customer complaint notes, stated a21/e21, a47 alarm. Insulin pump monitored for several days. Unit passed a21 error test self test and displacement test. Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21/e21 and a47 alarm anomalies noted. Insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked reservoir tube lip. The test p-cap/reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated unexpected restart alarm was reoccurred after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.